Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrector did not cut. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported non-conformity was observed. The nonconforming vitrectomy valve was replaced subsequently. The system and handpiece were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve. However, how or when it became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).